Manufacturer narrative:
Hakim valve (ID ns9008) has been returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 3703133, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, a cut/tear in the silicone housing around the siphon guard was noted. The position of the cam when valve was received was 40mmh2o. The valve was hydrated and dried. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested, leaked from the damaged silicone housing. The siphon guard was visually inspected marks were noted in the siphon guard. The root cause for the for the cut/torn silicone housing noted during the investigation, could be due to a sharp or pointed object coming into contact with the device, as noted in the "IFU" silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard. The possible root cause for the occlusion issue reported by the customer, is probably due to the damage silicone housing, "csf" leakage and accumulating in an unintended part of the body.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted via lumbar peritoneal (l-p) shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Since shunt obstruction was suspected, the valve was removed and replaced on (B)(6) 2023.according to information provided, it is unknown if the patient presented signs and symptoms due to valve failure.